Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump has scratches on the lcd screen. Customer stated that the device is scratched because of it being dropped. Customer stated he is legally blind and he had difficulty reading the display with the scratches. Blood glucose value was 176 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to flattened esc and act dome switches. The insulin pump was received with bleeding lcd glass. The insulin pump was received with cracked case at display window corners, cracked display window, minor scratched lcd window and partially broken reservoir tube lip.